Manufacturer narrative:
Bleeding events are not an unexpected consequence of urological procedures involving needle deployments in the prostate. Of note, significant bleeding has been reported in up to 1% of patients receiving needle biopsy of the prostate (reference: brullet et al. "Massive rectal bleeding following transrectal ultrasound-guided prostate biopsy", endoscopy 2000; 32(10):792-5.) Note: this report is being re-submitted due to a system error that was recently discovered. The report was previously filed in the specified timeframe but the emdr system had incorrectly accepted this report via a test environment and not the production environment. As such, the report was not properly filed. A help desk ticket has been opened with both the electronic gateway system help desk ((B)(4)), as well as the emdr help desk ((B)(4)). This note is intended to capture the issue and is being added to this report per help desk recommendation for future reference.

Event description:
A few hours after a prostatic urethral lift procedure, patient was found to have pallor with a low hemoglobin level. CT scan demonstrated left-sided extra-prostatic bleeding. The patient was assessed cystoscopically, and transurethral hemostasis was not needed. The patient was managed conservatively. Hemoglobin level improved by 3 days. The patient returned home feeling well and reported improvement of urinary symptoms. No additional intervention was required.